Event description:
It was reported that the cadd cassette tubing was disconnected from the housing of the cassette after being filled with medication and packaged. In addition to this cassette, one did the same as it was being attached to a patient. Many of the cassettes of this lot had a perforation like mark in the tubing, near where the two cassettes broke. The problem occurred in the tubing from cassette to the part that was attached to the extension set. It occurred after filling in the cleanroom, during packaging.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.